Event description:
It was reported that during testing conducted at the user facility that the power cord had wires showing. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.